Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guidewire completely unraveled. Therapy was stated to have been delayed/interrupted. No patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). No sample was received for investigation; however, the customer did provide a photograph. Visual examination of the returned photo revealed that the guide wire appears to be unraveled within a clear biohazard bag. A device history record (DHR) review was performed on the guide wire with no relevant findings. The customer did provide a photo that showed an unraveled guide wire; however, complaint verification testing could not be performed as a physical sample was not returned for analysis. A DHR review was performed on the guide wire with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of an unraveled guide wire could not be determined based upon the information provided and without a physical sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the guidewire completely unraveled. Therapy was stated to have been delayed/interrupted. No patient injury or consequence.